Event description:
The customer reported that the insulation at the tip of the device came off and fell into the pt cavity. The piece was retrieved successfully. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.